Event description:
It was reported the customer experienced elevated blood glucose levels. Customer was in less than 20 degrees fahrenheit temperature while connected to the pump.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, operating temperature range is 41 degrees fahrenheit to 98.6 degrees fahrenheit.